Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, the driver broke while removing the implant which got stuck into the patient body. There was a delay for at least 2.5 hours due to removal difficultly of implant. The implant was finally removed with a different manufacturer removal set.